Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to a single flipped bit. The product code could not be downloaded. The device was at end of life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.